Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search - a query was run in the eqms on 29-dec-2025 against "lot number 6013567 and similar malfunction code(s): soft cannula bent/kinked/crimped after removal - blockage, soft cannula found bent upon removal from infusion site, soft cannula found kinked upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula bent (no harm). Soft cannula bent/kinked/crimped after removal - reduced flow. The review confirmed that lot 6013567 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search - a query was run in the eqms on 29-dec-2025 against "lot number" criteria equal 6013567 and similar malfunction codes soft cannula bent/kinked/crimped after removal - blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula bent (no harm), soft cannula found kinked upon removal from infusion site, soft cannula bent/kinked/crimped after removal - reduced flow. The count of complaint is 2. The complaint number is (B)(4). Device history record (DHR)review: the lot 6013567 was manufactured according to the work instruction (wi) version 123 and manufactured in the line # 08 on 31/may/2025 with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 5e02297 was manufactured according to the wi form-001865 version 03 and manufactured in the machine itl03, on 23/may/2025, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 5e02295 was manufactured according to the wi form-001865 version 03 and manufactured in the machine itl03, on 22/may/2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing. Malfunction code no malfunction based on complaint information. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). As a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6013567 and related malfunction codes. Two complaints was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. For more details, see the information under the child investigation record (B)(4).

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced occlusion due to bent cannula in the past 2-3 days and was recently treated for edema while hospitalized. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search - a query was run in the eqms on 29-dec-2025 against "lot number 6013567 and similar malfunction code(s): soft cannula bent/kinked/crimped after removal - blockage, soft cannula found bent upon removal from infusion site, soft cannula found kinked upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula bent (no harm). Soft cannula bent/kinked/crimped after removal - reduced flow. The review confirmed that lot 6013567 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search - a query was run in the eqms on 29-dec-2025 against "lot number" criteria equal 6013567 and similar malfunction codes soft cannula bent/kinked/crimped after removal - blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula bent (no harm), soft cannula found kinked upon removal from infusion site, soft cannula bent/kinked/crimped after removal - reduced flow. The count of complaint is 2. The complaint number is (B)(4). Device history record (DHR) review: the lot 6013567 was manufactured according to the work instruction (wi) version 123 and manufactured in the line # 08 on 31/may/2025 with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 5e02297 was manufactured according to the wi (B)(4) version 03 and manufactured in the machine itl03, on 23/may/2025, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 5e02295 was manufactured according to the wi (B)(4) version 03 and manufactured in the machine itl03, on 22/may/2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing. Malfunction code no malfunction based on complaint information conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). As a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6013567 and related malfunction codes. Two complaints was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.